Manufacturer narrative:
An ultraflex esophageal distal release uncovered stent was returned for analysis. A visual examination found that only the delivery shaft was returned, and the stent and deployment suture were not returned. During analysis, it was noted that the delivery catheter was bent in proximal to the side port. Based on the condition of the returned device, the reported failure was confirmed. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used in the lower esophagus during a placement of esophageal stent procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a 6 cm malignant stricture in the esophagus caused by esophageal cancer. Reportedly, the patient's anatomy location was not tortuous. During the procedure, the physician released the distal tip of the stent inside the stomach and pulled the stent into the esophagus. The physician attempted to continue releasing the stent in the esophagus; however, the stent position could not be confirmed due to contrast media gathered in the fundus of stomach. The position of the patient was changed and the physician continued to release the stent but the suture could not be pulled due to strong resistance. The physician straightened the device and attempted to release the stent again. However, resistance was strong and the physician confirmed on fluoroscopic image that the device was bowed. The physician began to deploy the stent again but the stent had moved proximal to the site. The physician could not reposition the stent and instead deployed the stent so that the distal edge of the stent was deployed proximal to the target stricture. The stent was left implanted and a different stent was deployed over the ultraflex esophageal stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's current condition was reported to be stable and the patient was discharged on an unspecified date.

Manufacturer narrative:
Reported event of stent positioning problem. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used in the lower esophagus during a placement of esophageal stent procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a 6 cm malignant stricture in the esophagus caused by esophageal cancer. Reportedly, the patient¿s anatomy location was not tortuous. During the procedure, the physician released the distal tip of the stent inside the stomach and pulled the stent into the esophagus. The physician attempted to continue releasing the stent in the esophagus; however, the stent position could not be confirmed due to contrast media gathered in the fundus of stomach. The position of the patient was changed and the physician continued to release the stent but the suture could not be pulled due to strong resistance. The physician straightened the device and attempted to release the stent again. However, resistance was strong and the physician confirmed on fluoroscopic image that the device was bowed. The physician began to deploy the stent again but the stent had moved proximal to the site. The physician could not reposition the stent and instead deployed the stent so that the distal edge of the stent was deployed proximal to the target stricture. The stent was left implanted and a different stent was deployed over the ultraflex esophageal stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's current condition was reported to be stable and the patient was discharged on an unspecified date.